Manufacturer narrative:
Additional information was received that the patient cancelled the procedure and was not rescheduled at this time. No further course of action.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be revised for unknown reason.

Manufacturer narrative:
Additional information was received that the patient had a fall and caused undesirable stimulation due to lead fracture. It was noted that the spinal cord stimulator was no longer functioning. The patient will undergo a revision procedure wherein the ipg and the leads will be replaced. Additional suspect medical device component involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be revised for unknown reason.

Manufacturer narrative:
.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be revised for unknown reason.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction. The patient quit using the device after the fall and was no longer using it. The patient underwent a revision procedure wherein only the ipg was replaced. The patient was doing well postoperatively. The explanted ipg was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be revised for unknown reason.